Manufacturer narrative:
Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the event occurred on 10/18/2023. The physician was in the room during inspection. The instrument was inspected prior to use and nothing out of the ordinary was identified. The issue was identified prior to the start of procedure and pre-anesthesia. There was no injury to the patient and no fragment fall into the patient. Isi did receive a da vinci product to perform failure analysis. The monopolar curved scissors (mcs) instrument was analyzed. The mcs tip was installed with an in-house instrument without any issue before in-house functional testing. The tip that fell off was not returned with the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The instrument was fully functional. No product issue was identified. Additionally, the instrument was found to have scratch marks/abrasion on the tube adapter at the distal end. There were no missing piece/s. The complaint was not confirmed by failure analysis. Corrected field: b3.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the tip fell off the monopolar curved scissors (mcs). The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The root cause of the customer-reported failure mode could not be determined as the product would not been returned for evaluation.